Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon went to fire the purple reload with reinforcement material using a powered stapler, it started to fire and then stopped. An excessive force indicator was received. The surgeon asked for another load with reinforcement material from the same lot and tried firing again but had the same result and received an excessive force indicator. The surgeon then asked for a regular purple load and that load fired perfectly. There was no patient injury.